Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.69 volts with a charge time of 30.2 seconds. Three months earlier, the monitoring voltage was 2.58 volts with a charge time of 15.4 seconds.